Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 542099.

Event description:
It was reported that the patient developed an epidural hematoma. It was also reported that the patient no longer felt his legs but recovered all the feeling once the hematoma was removed. The patient underwent an explant procedure and the explanted devices will not be returned as they were disposed by the medical facility.